Event description:
Additional information received reported there was redness, swelling, and drainage that accompanied the infection. The incisional wound also opened up. The device pocket was the primary location of the infection. A (B)(6) was found in the culture taken from the device pocket. In addition to the total system explant, oral and intramuscular antibiotics were administered as treatment for the infection. The patient outcome listed showed that the infection resolved and there was no drug withdrawal. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3093-28, lot# v741030, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted "some time ago" due to an infection. The patient subsequently completely healed and went on to get re-implanted with a new ins system on (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v741030, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).